Event description:
Patient was implanted with humanitarian veptr on an unknown date. Reportedly the patient was ready to have it expanded but the pre-op x-rays revealed erosion of bone. Patient was returned to the o.r on an unknown date for removal of hardware. The hardware was removed and replaced with a more conventional expanding rod.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Hospital facility noted: no injury both the proximal rib ring connector and the distal supralaminar hook failed by erosion through bone. Veptr removal and replacement with the more conventional expandable spine based "growth rod" construct. Patient was completely asymptomatic family did not see any function or cosmetic changes. Found only on routine monitoring radiographs.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
This device was used for treatment, not for diagnosis.